Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated the patient's ins "is kind of goofy" and it "does not really work that well". The caller clarified stating that ins never really worked for the patient in terms of therapeutic benefit and the patient felt like the ins placement in her lower back was pressing on a nerve and causing them more pain. The caller stated the patient had multiple appointments to "dial it in or dial it back". The patient stated she quit using the ins over a year ago. They were attempting to put the patient's ins into MRI mode, but poor communication was reported. The caller was redirected to follow up with the patient's healthcare provider (hcp) to address possible overdischarge. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) did not work and it was clarified that the battery is taking too long to charge. The MRI tech wanted to know if it was safe to scan, so it was recommended to only proceed with the scan if the patient could access the MRI mode. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.